Manufacturer narrative:
(B)(4): device not received yet for analysis.

Event description:
Per the clinic, the patient experienced poor performance with the device and the issue could not be resolved.the device was explanted on (B)(6) 2013. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, (B)(6) 2013.

Manufacturer narrative:
Per the clinic, the patient's etiology of deafness was meningitis. Correction: the correct explanted date is (B)(6) 2013; not (B)(6) 2013 as previously reported. Correction: the correct implant date is (B)(6) 2005; not (B)(6) 2011 as previously reported. This report is filed february 26, 2014.